Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the stylus assembly was replaced. (B)(4).

Event description:
It was reported that when the stylus touched the programmer screen, the screen had no reaction. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the stylus touched the programmer screen, the screen had no reaction. The programmer status is unknown. There was no patient involvement.